Event description:
It was reported the patient's ipg is "bulging out" and causing her pain. Follow-up indicated the physician plans to revise the ipg pocket at a later date.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.